Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: no problem during spiking, leaking and spillage occurred at daycare. Additional information provided 12june2026: was any damage to the tubing identified at the location of the leak? From the picture, yes, it seems that there were damage on the tubing.